Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿battery cover¿ kept damaging the pump. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found no cosmetic damages. The battery compartment was found to have stripped. The pump powered up to the verify screen with the appropriate audible and vibratory functions. Unrelated to the casing issue, it was observed that the display screen was dim and discolored.